Event description:
Customer originally stated that the multiclix device would not prime. Upon review by the manufacturer's investigation unit, the lancet was found to protrude past the end cap of the device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.